Event description:
It was reported that the downstream occlusion (dso) sensor failed calibration. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Visual and functional testing was performed. The reported issue was confirmed as the device failed downstream occlusion (dso) calibration. The device passed all tests after the repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.